Event description:
It was reported that a percuflex plus was to be used in a flexible ureteroscope lithotomy procedure. During unpacking, it was found that the packaging was damaged. It was reported that the sterility of the device was compromised. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging sterility compromised.

Event description:
It was reported that a percuflex plus was to be used in a flexible ureteroscope lithotomy procedure. During unpacking, it was found that the packaging was damaged. It was reported that the sterility of the device was compromised. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging sterility compromised. Block h11: investigation analysis. Upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual inspection of the returned opened box of the stent did not reveal any damages since the inner bag has a hole to take off the device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it was not possible to identify any evidence of either the alleged issue or any defect on the device. A conclusion code of no problem detected was assigned to this investigation.